Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect with the following symptoms: increased baseline spasticity. The symptoms occurred approximately one month ago following the pump and catheter replacement. Initially the patient had responded well; recently the patient appeared "subtherapeutic" resulting in additional troubleshooting procedures. No alarms were noted. A dye study was performed; no issues were noted. The hcp administered a lumbar puncture bolus on (B)(6) 2011 to monitor response. The hcp was considering additional troubleshooting to evaluate catheter/pump integrity. It was later reported that the patient experienced unspecified cognitive symptoms and infection. The event was attributed to the devices; explant had or will be performed. The event was described as serious injury/illness - ongoing. The patient was being cared for by a neurosurgeon. The pump was used to deliver lioresal.